Event description:
During a cardiopulmonary bypass procedure, the user reported that a sibilant noise was heard originating from the electronic perfusion gas system (epgs) module and the heart lung system displayed a "low air supply pressure" alarm message. A stand-by gas blender was exchanged for the epgs and the procedure was concluded without further incident. There were no adverse consequences to the patient as a result of this event.